Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9 to 1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, a size mismatch and/or under expansion of the valve were likely contributing factors for the increase in gradient across the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 23mm sapien 3 valve within a preexisting non edwards surgical valve in the pulmonic position, while advancing the valve and delivery system across the native tricuspid valve to the pulmonary system, the native tricuspid valve was damaged by the delivery system. The tricuspid leaflets or chordae were torn by the exposed stent frame or the guidewire leading to severe tricuspid regurgitation. The valve was implanted successfully and was well seated, but the non edwards surgical valve was constraining the s3 as evidence of higher than normal gradients noted at follow up. Approximately 1 year and 1 month post tavr procedure, the tricuspid valve was repaired with a 34mm surgical ring. Approximately 10 months later, the patient developed sob, lvef 55%, rv dilatation, severe tricuspid regurgitation, and increased gradients across the pulmonic valve due to under expansion of the 23mm sapien 3 valve in the pulmonary position. The valve was redilated using a 22mm true balloon. During the same procedure, a 29mm sapien 3 valve was placed within the preexisting surgical ring in the tricuspid position. After valve implant, the tricuspid sapien 3 valve was observed to be rocking and the surgical ring appeared to have dehisced. The patient was hemodynamically stable and was converted to open tricuspid valve replacement. The operators felt the dehiscence occurred prior to the deployment of the sapien 3 valve, but was not noticed on imagery. It was felt the patients current admission for severe tricuspid regurgitation was likely due to the dehiscence of the ring prior to the procedure. The operators confirmed the deployment of the 29mm sapien 3 valve did not cause or contribute to the dehiscence of the surgical ring. The patient was stable post procedure and was recovering in the hospital. No further information was available.